Event description:
It was reported that the screw extenders slipped off the head of the pedicle screws during surgery in multiple cases. No reported pt complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.